Event description:
A revision surgery to reposition the implant housing was performed on (B)(6) 2025. It seems that the electrode array was pulled out of cochlea during this surgery. On (B)(6) 2025 a second revision surgery was done to re-insert the electrode array, however, 1 channel was damaged and the surgeon decided to re-implant the user with a new device.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a revision surgery to re-position the stimulator housing. During the surgery the electrode array was accidentally pulled out of cochlea. A second surgery to re-insert the electrode was performed, however the device was inadvertently damaged and the user was re-implanted within this surgery. The damage was confirmed during device investigation. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A revision surgery to reposition the implant housing was performed on (B)(6) 2025. It seems that the electrode array was pulled out of cochlea during this surgery. On (B)(6) 2025 a second revision surgery was done to re-insert the electrode array, however, 1 channel was damaged and the surgeon decided to re-implant the user with a new device. The user will be reactivated as soon as possible.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a revision surgery to re-position the stimulator housing. During the surgery the electrode array was accidentally pulled out of cochlea. A second surgery to re-insert the electrode was performed, however the device was inadvertently damaged and the user was re-implanted within this surgery. The concerned device has not been received for investigation yet.

Event description:
A revision surgery to reposition the implant housing was performed on (B)(6) 2025. It seems that the electrode array was pulled out of cochlea during this surgery. On (B)(6) 2025 a second revision surgery was done to re-insert the electrode array, however, 1 channel was damaged and the surgeon decided to re-implant the user with a new device.